Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 378 mg/dl (patient's aviva connect meter) and 143 mg/dl (professional meter). On (B)(6) 2019, the patient received the following results within 10 minutes: 304 mg/dl (aviva connect meter) and 145 mg/dl (relative's aviva meter). The same test strip vial was used for both the (patient's aviva meter) and (relative's aviva meter).